Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be potential patient misuse. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No injury or medical intervention was reported.